Event description:
The device was returned for service with the report "failure code 812:02". Info was not provided regarding whether or not the device was in pt use when the reported event occurred. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved. No add'l contact info was provided.